Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported during the implant procedure, the helix would not extend. Consequently, the lead was withdrawn. A same model lead was selected and implanted uneventfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted; full lead was returned and analyzed. The lead was received with helix extended. The helix will not retract due to the distorted distal coil in the connector. This is caused from over-turning. It was observed the helix was distorted bent, the insulation was twisted, and the outer insulation and outer tubing overlay were breached cut.